Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during a cataract surgery with intraocular lens (iol) implant procedure, the lens was found to be defective prior to implantation. The procedure was completed on the same day using an unspecified replacement lens. Additional information has been requested but is not available at the time of this report.